Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-30, serial#: (B)(4). Product ID: 3708140, serial#: (B)(4), product type: extension. Product ID: 3708140, serial#: (B)(4), product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and radicular pain syndrome. The patient was having their ins replaced when the lead extensions got stuck in the old battery port. While the healthcare professional (hcp) was trying to remove the lead from the bottom port the extension frayed. The hcp had to cut the lead to the 8-15 contacts connected to the upper lead and placed a plug in the lower port. The hcp tried very had to get the lead out but was unsuccessful. The reason for the lead being stuck remains unknown. However, the issue was resolved at the time of the report because the patient¿s therapy coverage only requires the 0-7 contacts. The patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.